Manufacturer narrative:
A photo was returned by the customer showing the (B)(4) primary plum set. The inlet and outlet filter vents were circled on the 0.2 micron filter. There was no leakage observed on the photo provided. No samples were returned for investigation. The complaint of leakage on the (B)(4) could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number. Additional information in b5.

Event description:
Additional information received from the customer stating there was no unprotected chemo exposure to patient or healthcare provider, and there was no impact to patient/healthcare provider. The chemo spill was cleaned up per facility protocol, and a spill kit was used.

Event description:
The event involved a primary plum set where it was reported there was leakage on inlet and outlet port of micron filter during phyxol and carboplatin infusion. The chemo spill was cleaned up per facility protocol, and a spill kit was used. The set was replaced and therapy resumed. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for investigation, however photos were provided. Investigation is pending. E1 phone number: ext. (B)(6).